Event description:
User facility reports separation between patient's venous catheter port and bloodline connector one minute into tx. Staff responded immediately to reconnect the bloodline to the catheter. The same bloodline was used to successfully complete 4 hour treatment. No patient injury or need for medical intervention is reported. This MDR is filed for ebl = 30cc. This manufacturer sent clinical specialists to the user facility to inservice staff on correct use of connectors. The reported event is determined to be due to user error.